Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 802). This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The carefusion field service representative (fsr) went onsite to evaluate the suspect device. The fsr confirmed the transducer faults in the events log. After replacing the suspect main printed circuit board assembly, the issue was resolved. A return good authorization (rga) has been issued for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit has a large discrepancy of exhalation tidal volumes. The customer performed troubleshooting, but the issue was not resolved. The customer reported the expiratory flow transducer failed calibration testing. The customer reported there is no patient involvement associated with the event.